Manufacturer narrative:
(B)(4). Method - log review. Results - programming error. The customer's reported complaint of an over infusion of heparin was confirmed and found to be the result of user programming. Data from the associated pcu event log indicates that the heparin infusion was programmed to infuse at a rate of 750 ml/hr instead of the intended dose of 750 units/hr resulting in the 250 mls infusing in 20 minutes. When attempting to start the infusion, with the rate set at 750 ml/hr, the user received a guardrails warning (soft limit) that the dose exceeded the guardrail limit of 2500 units/hr; the user elected to proceed with the infusion.

Event description:
Customer reported an over infusion of heparin. Concentration of 25,000 units of heparin in 250 ml of solution to infuse at 750 units per hour. Administered a bolus of 2000 units and then started the infusion at 1130. The bag was empty at 1330. The first ptt lab specimen did not have sufficient amount of blood to test. The next ptt lab specimen was drawn at 1430 and the result was 89.1. Patient received 50 mg of protamine IV push at the time and in 8 hours received 100 mg of protamine IV push. Neurological checks were performed every hour for 8 hours. The customer suspects the user programmed the device to infuse at 750 ml/hr instead of 750 units/hr. The user did say they received a soft guardrails alert. The IV tubing was not saved. The patient stabilized and has since been discharged from the hospital.